Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker's battery was depleting. It was noted that the device had eight years remaining and after three months the device showed six and half years and then five and a half years after another three months. In addition, chronic atrial fibrillation (af) was observed and was using one hundred twenty percent of battery. Device data analysis showed that the device was elevated due to sensing of persistent atrial arrhythmias. To date, this device remains in service. No adverse patient effects were reported.